Event description:
Customer reported nine incidents of needles becoming dislodged from pt's access sites during treatment and clotting at the access site with the medisystems fistula needle. It was reported that in some instances, pts required additional heparin. It was reported that a baxter 1550 was associated with these incidents.